Event description:
It was reported that during placement of the catheter, a portion of the spring wire guide separated, and was retained. Surgical removal of the retained portion of wire guide was successful. There were no complications.